Event description:
Boston scientific received information that this lead was not succesfully implanted after the physician noticed that the insulation was peeling. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the insulation was cut approximately 18 cm from the terminal pin. In this area was evidence of diagonal tool marks indicating cutting action. Analysis confirmed the clinical observations and determined that the damage observed on the lead was induced.